Event description:
It was reported that the patient went into spontaneous ventricular tachycardia (vt) with hypotension during manipulation of the coronary sinus to implant the left ventricular lead, requiring over-drive pacing. The decision was made to implant a cardiac resynchronization therapy defibrillator (crt-d) instead of a cardiac resynchronization therapy pacemaker (crt-p) device. The left ventricular lead was subsequently placed. The patient is enrolled in the adapt response study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.